Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products . Unknown zimmer screw, unknown lot number . G4: premarket identification k011028/k013227.

Event description:
Doctor reported fracture of implant collar and fracture of abutment screw. Tooth location 46. This event refers to the implant fracture.